Event description:
The customer reported that the transfusion set spike fell out of the IV bag causing a leak. The event did not occur during infusion and the IV bag was just hanging up on the pole. The customer had to use a chemo spill kit to clean the spill. The drug avastin got on the nurse but was not harmed. The drug spill did not get on the patient. The customer did not provide any sample, pictures or information regarding the batch number. Therefore, a detailed analysis could not be performed and a root cause could not be determined.